Event description:
Brand new device still detected contaminated by the customer before and after decontamination at pfr. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Manufacturer narrative:
Evaluation summary: the event was due to a sampling test for confirmation of contamination that was required to be carried out by french guidance. No abnormalities were found in the product. It is thought that there is variation due to the implementation method of the sampling test, and the test was passed in this case as well.